Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced leakage, urge incontinence, vaginal discharge, and vaginal prolapse. The patient experienced an eroded sling with exposed sutures in the posterior mid-portion of the urethra. The device and the sutures were removed. The device was not returned for evaluation.